Event description:
It was reported that the ventilator stopped cycling while in patient use. The patient was removed from the ventilator and placed on an alternate ventilator without any reported harm or injury. There is no report of death or serious injury associated with this event.

Manufacturer narrative:
(B)(4).